Manufacturer narrative:
Concomitant medical products: 5076-52 lead; 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high lead impedance measurement with noise signals on the atrial channel. During atrial lead revision, it was determined that the atrial lead had not been fully seated in the atrial port. The lead was disconnected and tested through the analyzer where there were acceptable electrical measurements obtained. The lead was reinserted into the atrial port and remain in use. No patient complications have been reported as a result of this event.